Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet exhibited screen delamination when the user removed the device from a pocket, after which the user secured the device with a rubber band and noted difficulty using it. The device had run out of insulin overnight, and blood glucose was high with a reported blood glucose of 401 mg/dl. Clinical symptoms included distress associated with hyperglycemia reported. Outcomes included no injury or hospitalization with continued device functionality despite the damaged screen. The device was returned for evaluation. Investigation of this case revealed the sealing interface was found to have rtv only on one side. This indicates that primer was not applied during manufacturing to create a sufficient bond. The complaint was visually confirmed and determined to likely be caused by improper assembly during manufacturing.